Manufacturer narrative:
The conclusions are as follows: in the files provided, the right atrial automatic threshold (raat) function was activated. - the atrial pacing amplitude programmed through the raat was 4.5v. - the related software algorithm did not support such value for the atrial channel and can lead to phenomenon described in the complaint (longevity not displayed). - a high atrial pacing amplitude associated to atrial capture loss are suggestive of an atrial lead issue. - a workaround would be either to set the raat on monitoring or to set at off. Nevertheless, careful monitoring of the atrial lead parameters is needed to prevent any patient risk. - since the atrial lead remained implanted and the model cannot be retrieved, no further investigation is possible. - based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, remote monitoring revealed a battery voltage of 3.04 v, but the remaining longevity expectancy indicated nd. Previous transmissions were reviewed, and in 2024, the longevity expectancy was already nd, but in 2023, the longevity expectancy was between 7 and 10 years. The transmissions also revealed a loss of atrial capture.

Event description:
Reportedly, remote monitoring revealed a battery voltage of 3.04 v, but the remaining longevity expectancy indicated nd. Previous transmissions were reviewed, and in 2024, the longevity expectancy was already nd, but in 2023, the longevity expectancy was between 7 and 10 years. The transmissions also revealed a loss of atrial capture.